Manufacturer narrative:
The pressure transducer printed circuit board (pcb) was replaced and returned for investigation. This board contains electronics for pressure measurement in the device. The device logs confirm failure on the pressure transducer printed circuit board (pcb). During a test of the returned pcb in a reference ventilator, the reported pressure transducer test failure was confirmed. The pressure transducer test failed due to high offset and was caused by a defect pressure transducer. The microscopic investigation of the pressure transducer show a defect on one of the circuits underneath the glue of the pressure transducer chip. This is indicating a short circuit and is cause of the high offset. The failure of the pressure transducer printed circuit board (pcb) leads to inaccurate gas flow and pressure regulation which will be detected during pre-use check. Alarms will be activated if the failure occurs during ventilation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).